Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 28 x 4.00 promus premier¿ drug eluting stent was advanced but failed to cross the lesion. However during the procedure, the stent struts were noted to be lifted up. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that stent struts on the most distal rows were damaged and lifted from their crimped positions. The undamaged proximal section crimped stent od(outer diameter) was measured and was within maximum crimped stent profile measurement. Stent damage most likely occurred during advancing attempts. The tip was visually and microscopically examined and no damages were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no kinks along the hypotube shaft. A visual and tactile examination of the device found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID: (B)(4).

Event description:
It was reported that stent damage occurred. A 28 x 4.00 promus premier¿ drug eluting stent was advanced but failed to cross the lesion. However during the procedure, the stent struts were noted to be lifted up. No patient complications were reported and the patient's status was stable.